Manufacturer narrative:
The soft cannula was inspected, and it was found to have a tear at the exposed portion. It is unclear when the soft cannula got damaged and so it could not be determined what caused the leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking while worn for between 37 and 48 hours on the abdomen.